Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component and shaft kink were confirmed. The reported difficulty to position was unable to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to position, shaft kink and subsequent detachment of a device component. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified lesion in the circumflex coronary artery. A 2.5x12mm xience alpine rx stent delivery system (sds) was advanced over a balance middleweight guide wire. The sds shaft bent while being pushed forward on the guide wire inside of the guide catheter. The physician felt something abnormal while pushing the sds and the sds would not continue to advance over the guide wire. The sds was withdrawn along with the guide wire and a proximal to mid shaft separation was noted. The same guide wire and a new 2.5x12mm xience alpine sds were used to successfully complete the procedure. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.